Manufacturer narrative:
No further information was provided. The patient remains ongoing on the device. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced alarms while on power module support. The alarms resolved when the patient switched to battery power. The patient will remain on battery power. No further information was provided.

Manufacturer narrative:
Manufacturer investigation conclusion: based on previous complaint history, the reported events appear consistent with a potential driveline issue; however, the report of alarms could not be confirmed as no log files are available from the time of the reported events. A specific cause for the reported events could not be conclusively determined through this evaluation. It was reported that the patient had audible alarms on the controller when connected to a power module. The audible alarms stopped when the patient switched to batteries. No adverse patient consequences were associated with the event, and no log files are available from the time of the reported event. The patient remained on batteries, and it was later reported that the patient was on the ungrounded patient cable, indicating that the account suspected an issue with the driveline. It was noted that the patient was doing well. The patient remains ongoing on (B)(6) and no further issues have been reported at this time. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that the patient was using an ungrounded patient cable and was doing well.